Manufacturer narrative:
Additional information: h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: suspect lots 21g023 and 21g024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) 10 ml underinfused. The device was filled with flucloxacillin 8000mg in 230 ml and sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.